Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown), who was presenting a supraventricular tachycardia heart rhythm. The medics attempted to shock the patient at 30 joules, but the device displayed a "bridge test fail" message, and did not deliver the energy to the patient. The patient was then administered medication which successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.